Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. At this time, olympus has not received the device. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Event description:
An olympus field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite colonovideoscope had reduced angulation and the suction tube was clogged. The reported issue occurred during inspection before use. The intended procedure was a diagnostic enteroscopy procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. This report is being submitted for the clogged suction tube.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. A seed like foreign material was found on the suction tube, however, the origin of the material could not be identified. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual: "4.2 insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Reprocessing manual: "1.4 precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ in addition, the following non-reportable malfunctions were found during the device evaluation; the key top switches were damaged and the angles were insufficient. Olympus will continue to monitor field performance for this device.